Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event ¿ ni, device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a right total hip arthroplasty and approximately 20 years post-implantation was revised due to acetabular liner wear and femoral stem loosening. The acetabular liner and locking ring were removed and replaced. A competitor stem was implanted while the acetabular cup remained implanted.